Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead at the l5-s1 placement was not in a good position. X-ray showed the lead had pulled back. Subsequently, the physician repositioned and anchored the lead. The patient reported receiving effective stimulation coverage postoperatively.